Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: although the velys saw interface right was not returned for evaluation, the investigation was able to confirm that the cable connection between the saw handpiece and right-sasi was not secured during resection, which lead to the reported application-terminating error. No indications that a defect with the sasi contributed to the reported event; this insecure connection can only occur through failure of the user to fully plug in the cable. The assignable root cause could not be determined since no problem was found.

Event description:
It was reported that during an unspecified surgical procedure, while preforming the initial tibial cut, it was observed that the robotic assisted saw interface right (sasi) cable came loose. It was further reported that while pressing the trigger on the robotic assisted saw handpiece, the blade had very low velocity and was not at full power. An error code was displayed and the application shutdown. There was patient involvement. It was reported that there was an unspecified delay while transitioning to manual instruments. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. H4: the device date of manufacture is unknown at this time. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.